Manufacturer narrative:
Dimensional inspection was conducted on screwdriver and screws of the same range and historical data analyzed. Dimensional inspection of screwdriver and screws determined that the screwdriver head can be optimized. Historical data analysis determined this difficulty to introduce the screwdriver in the screw may happen. Screwdriver head definition has been optimized and the pieces in the field have been replaced on customer request. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
It was reported that there were real problems getting the screwdriver to engage with screws. There were no broken pieces and no parts remained in the patient. There was no adverse consequence to the patient.